Event description:
It was reported that the blue torque wrench clicked too late. The proximal contact of the electrode connection was damaged and unusable. Additional information received reported the event happened at the end of the lead implant procedure. The surgeon noticed the contact damage at the time the implantable neurostimulator (ins) was implanted a few days after the lead implant. The physician left the lead implanted and used the other contacts to achieve satisfying stimulation. There was no patient injury and the patient was fine.

Manufacturer narrative:
Product ID 3389-28, serial# unknown, implanted: 2012-(B)(6), product typ lead. (B)(4).